Event description:
Customer reported four discrepant results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the discrepant results. See related cases for alternate discrepant results. Individual received a discrepant result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4) customer states their cue covid-19 test was inaccurate compared to a sars-cov-2 pcr and unspecified covid-19 antigen test. No further information was provided regarding this discrepant result.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.